Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the patient was revised due to failure of the implant. Implant failure no longer allowed the knee to be stable or functional. It is also reported during this revision that there was a delay of thirty to forty-five minutes due to the reported fracturing of the stem extension inside of the tibial component.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component precoat a/p wedged for cemented use only size 7 catalog # 00598800700 lot # 61448040 trabecular metalâ¿¢ tibial half block augment tapered left lateral / right medial with screws catalog # 00544800738 lot # 62244159 trabecular metalâ¿¢ femoral augment block distal only catalog # 00549003624 lot # 62468394 femoral component option for cemented use only size g right catalog # 00599401792 lot # 62473986 trabecular metalâ¿¢ posterior femoral augment block catalog # 00549003602 lot # 62558556 trabecular metalâ¿¢ tibial half block augment, right lateral/left medial, w/screws catalog # 00544800727 lot # 62741067 stem extension offset 18mm dia x 100mm length(combined length 145mm) catalog # 00598802018 lot # 62880450. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to failure of the implant. Implant failure no longer allowed the knee to be stable or functional.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos. Pictures were provided and examination of the pictures determined that tibial component has cement and foreign material mixed with blood on the inferior side. Fractured part of tibial stem extension can be seen in the stem of the inferior side of the tibial component. Foreign material mixed with blood is observed on the anterior side of the tibial component. Picture of other half of the fractured stem extension is provided and it looks damaged next to the fracture. Review of the x-rays produced after 1 month of 1st revision in 2015 by private hcp indicates that a semiconstrained right knee arthroplasty with wedge tibial tray component exhibiting a modular offset stem is present. Reported event of sheared-off proximal offset stem extension is not demonstrated on ap right knee x-ray submitted. Although no definite implant loosening is demonstrated, sclerosis of the proximal tibia may be bone stress response to tibial tray micromotion. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.